Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies on d and c rows were displayed read/write errors. A field service engineer logged into hardware test application, opened auxiliary 1.1, popped out cubies and cleaned connections with alcohol wipes. Reinserted cubies in correct location, popped open lids. Opened 1.2 and popped open all lids there also. Then, the field service engineer rebooted the station and recovered failed pockets to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the cubies on d and c rows were displayed read/write errors. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, but the user managed to retrieve the medication from another device. However, there were no adverse events or injuries reported due to this event.